Event description:
Fire dept personnel were treating a pt and reportedly observed the monitor display electocardiogram artifact inconsistent with the pt's vital signs. All pt connections to the device were rechecked and the alleged malfunction recurred. The pt was not resuscitated. The reporter stated that the reported malfunction did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.